Event description:
This report is to advise of a short circuit and leak found during analysis.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for product evaluation. Multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, observed short circuits, and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the detached pi irrigation tubing was determined to be supplier related. Abbott is continuing to monitor the reported issue.